Event description:
The account alleged after letting off the head down switch, the head will continue to drift down.

Manufacturer narrative:
The account replaced the iron dogs and clips on the head drive to repair the bed.